Event description:
It was reported to boston scientific corporation that a leveen superslim electrode was used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, the needle bent and "was about to break" inside the patient. It was confirmed that the device had been inspected prior to use; no visible damage was noted. It is unknown what was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition was reported to be "ok" following the procedure.

Event description:
It was reported to boston scientific corporation that a leveen superslim electrode was used during a hepatic radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, the needle bent and "was about to break" inside the patient. It was confirmed that the device had been inspected prior to use; no visible damage was noted. It is unknown what was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition was reported to be "ok" following the procedure.

Manufacturer narrative:
Visual evaluation of the returned device found the cannula to be bent approximately 2.5cm from the distal tip, which rendered subsequent functional testing impossible. The condition of the returned device was consistent with the complaint that the cannula bent; the complaint was confirmed. The bending of the cannula likely occurred during positioning of the device inside the patient; therefore, the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
Device (B)(4) relates to (B)(4) for the reported event: electrode needle bent. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.